Event description:
It was reported that customer's insulin pump alarmed motor error. Customer's blood glucose was 110 mg/dl. The alarm occurred during rewind. The alarm was cleared. The device was not exposed to a strong magnetic field. It was not dropped. The drive support cap appears normal. The device cannot prime. The motor error has occurred once in the last thirty days. Nothing further reported.

Manufacturer narrative:
Device passed displacement test, basic occlusion test and prime/a33 test. However, device received stuck in motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. No cosmetic damage. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.